Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: bmt splined knee stm v2 12x80 catalog # 148302 lot # 178900; bmt 360 tib aug 67x5mm catalog # 185222 lot # 346460; bmt 360 tib aug 67x5mm catalog # 185222 lot # 923680; palacos fast r+g 1x40 catalog # 66056768 lot # 95434925; bmt 360 tib sm cruciate wing catalog # 185650 lot # 588160; vngd ps tib brg 10x63/67mm catalog # 183620 lot # 927140. Report source: (B)(6). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned by hospital.

Event description:
It was reported patient underwent a revision procedure one year post implantation due to tibial loosening and subsidence. Attempts to obtain additional information have been made; however, no more is available at this time.